Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1143. It was reported that the patient was experiencing a burning sensation at his ipg pocket site. The ipg pocket site was red and hot to the touch. During pocket site revision, the physician found an infection upon opening the pocket site. The ipg was explanted on (B)(6) 2012 and the leads were explanted on (B)(6) 2012. The patient is being treated with antibiotics and results of the cultures are pending. The patient is working with his physician to determine the next course of action.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.